Manufacturer narrative:
Patient identifier and weight were not provided by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the handle of the awl detached from the rest of the instrument and fell into the patient's wound. It was noted that excessive force was not applied to the instrument and that it may have been damaged pre-operatively. The surgeon was able to easily remove the detached component from the patient and the entire device was subsequently removed from the patient with a clamp. A five minute surgical delay resulted due to the reported event. A backup device was available to complete the procedure with no adverse impact to the patient. This report is 1 of 1 for (B)(4).